Manufacturer narrative:
The sales representative stated that the emt's were in a hurry and likely did not buckle the restraints. The issues was resolved for the customer by communicating to buckle the restraints when not in use and documenting the event.

Event description:
It was reported that a user tripped over a restraint of the device. It was further reported that the user was injured. Attempts were made to gather information regarding the injury, but no additional details could be obtained.

Event description:
It was reported that a user tripped over a restraint of the device. It was further reported that the user was injured. Attempts are being made to gather additional injury and treatment details from the user facility.

Manufacturer narrative:
Catalog number of device updated.

Event description:
It was reported that a user tripped over a restraint of the device. It was further reported that the user was injured. Attempts are being made to gather additional injury and treatment details from the user facility.